Event description:
It was reported that the ports of a clearlink system continu-flo solution set leaked from two (2) different sites. This was observed when the patient started intravenous benadryl as a secondary infusion to the primary bag of normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch #(B)(4) for this event. Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.